Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized and treated with meropenem injection (1.5g, once daily, intraperitoneal) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: d10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6. B5: upon follow up it was reported the peritonitis was manifested by nausea and vomiting. Should additional relevant information become available, a supplemental report will be submitted.